Event description:
It was reported that a wearable failure issue occurred. The sensor was inserted into the arm on (B)(6) 2025. On the same day, it was reported that while the patient was at the grocery store, the patient noticed an alert that his sensor failed. Since he was at the grocery store, he was unable to replace the sensor or use a bg meter as a back-up. At an unspecified time later while at the store, the patient lost consciousness. The patient¿s wife took the patient to the emergency room (ER). On the way to the ER, the patient was given orange juice, a chicken sandwich, and a bar of chocolate to eat. Once the patient got to the ER, the patient¿s bg meter reading was 178 mg/dl. It was also mentioned the patient underwent some unspecified tests. The patient was also held in the hospital overnight; however, it was not specified if the patient was in the ER for more or less than 24 hours. The patient was also provided with unspecified medication, but the patient refused to provide dexcom with those details. The patient was ¿feeling fine¿ at the time of report. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be very low count aberration. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.